Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581: no code available (incision enlargement). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was opened and showed no signs of damage prior to implantation. During surgery, the doctor implanted the iol, and a defect was observed in the optic area of the lens. Account indicated that directions for use (dfu) were followed during lens handling / insertion; however, the lens got stuck in the inserter. Enlargement of incision was made to remove the iol and another lens was inserted during the same procedure, and the patient was not at risk. Cefuroxime 1mg was applied prophylactically in the anterior chamber after implantation. No further information was provided.